Event description:
This patient experienced a rise in cardiac enzymes post implantation of two cypher select plus stents. This female patient with a history of hypertension, hyperlipidemia, type-ii diabetes, previous myocardial infarction (mi), and congestive heart failure (chf), was admitted for coronary evaluation due to instable angina with resting ECG changes. The patient's estimated ejection fraction was <30%. The patient was currently taking aspirin, plavix, and statins. Upon admission, vital signs and lab values revealed severe systolic hypertension (212/80 mmhg), and anemia (hemoglobin (hgb) 11.1 g/dl). Cardiac enzymes were all within normal limits. Angiography revealed a 90%, 40mm, de novo irregular, eccentric, type-c lesion in the ostium of the left anterior descending (lad) artery, which extended through the mid portion of the vessel. Aspirin, plavix and unfractionated heparin were administered. The lesion was predilated with a 2.5 x 15mm ptca balloon inflated to 14atms. A 2.75 x 33mm cypher select plus stent was positioned within the lesion and was deployed to 14 atms with satisfactory results. Then, a 2.75 x 18mm cypher select plus stent was placed overlapping the edge of the first, and was deployed to 18 atms with satisfactory results. The stents were not dilated. Residual stenosis was 0%, and there was no evidence of dissection. Heparin was discontinued and the patient was discharged to the recovery area. Following the procedure, the patient experienced bleeding and large hematoma (>5 cm) at the femoral puncture site. The bleeding was clinically overt, causing a decrease in hgb of 2-3 g/dl, and required transfusion of one or more units of packed red cells or whole blood. The event resolved without sequelae. The following day (two days post procedure), the patient experienced a rise in ck-mb and troponin of <2 times the upper limits of normal (uln) and was ruled in for a non q-wave mi (area of distribution undetermined). The patient did not experience any cardiac symptoms. No add'l treatment was required and the event resolved without sequelae. The patient was discharged after six days hospitalization with orders for daily administration of aspirin, plavix (12 months duration), statins, ace inhibitors, and beta-blockers.

Manufacturer narrative:
Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2007-02072 and -02073. Add'l info will be submitted within 30 days of receipt.